Event description:
The lesion was diffused and non-calcified stretching from proximal to mid rca. After stenting the proximal with a non-guidant stent, the mid portion was predilated with the voyager. However, when the voyager was inflated to 10 atm, the balloon ruptured causing a vessel dissection. A vision stent was then implanted and the procedure was completed without causing much complication to the pt.